Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the gold probe was positioned at the target site. However, when an attempt was made to activate the gold probe, the probe failed to deliver electrical current and cauterize the tissue. The device was removed from the patient with no visible damage reported. It has been reported that it is unknown what brand generator was used or if the gold probe was tested prior to insertion into the patient. In addition, it was reported that no adapter cord was used. A second gold probe with the same generator was used successfully to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
No patient information available. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant has not indicated if the device will or will not be returned for evaluation. If any further relevant information is identified, a supplemental medwatch will be filed.